Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The reporter reported that on (B)(6) 2011 the pt obtained the elevated blood glucose reading of 360 mg/dl and she tested positive for ketones. At that time, the pt experienced the symptoms of nausea and blurred vision. At 11:11 pm the pt changed the cartridge and observed insulin leaking from the tubing connection to the cartridge, and the cartridge compartment smelled of insulin. At 12:00am the pt changed the cartridge again, and her blood glucose level responded to the boluses delivered. Troubleshooting revealed there was no problem with the infusion site, there was no blood in the cannula, the pump's programming was correct, and the total daily doses of insulin delivered matched the basal/boluses programmed.